Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the high impedance wasn¿t determined. Impedances were rerun several times with the same results. The high impedance, tingling, and symptoms didn¿t resolve so the patient was seen to see the surgeon.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was feeling tingling down their right arm when they turned their dbs system on in the morning, and the tingling sensation was persistent and did not go away until they turned the device off. The circumstances that may have led to or contributed to the issue were that the patient fell about a month ago but did not notice any change in their therapy at that time, nor did notice any tingling sensation down the arm for long periods. Impedances were run on their system, and the first reading was: contacts 0,2,3 were greater than 2,000, so yellow on the tablet to investigate. Contact 1 was within normal limits. The patient was programmed on contact one. After reprogramming, impedance was run again, and all contacts were greater than 2,000 and yellow on the tablet. To resolve the issue, the hcp tried turning the stimulation on very slowly and the pt still reported tingling down the arm that did not go away. A bipolar configuration was tried but the pt reported not much symptom control. The pt was sent to get an x-ray of the lead/extension connection. Waiting to hear what those results are. The issue was not resolved at the time of this report. It's unknown if a surgical intervention would be required.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead, lot# *uk6137060, implanted: (B)(6) 2005. Product type lead. Product ID 3708660, serial # (B)(6), implanted: (B)(6) 2014, product type extension. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: (B)(6). Product ID: 3708660, serial/lot #: (B)(6), ubd: 21-jan-2018, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.